Manufacturer narrative:
Follow up information was received on 19-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced lower abdominal pain. Plaintiff underwent a laparoscopy with left tubal fulguration and retrieval of displaced left essure device, dilation and uterine curettage. During this procedure, it was noticed that the right fallopian tube was sharply angulated by a poking right essure device, in the vascular anastomosis region (regarded as device dislocation). Due to that, the decision was made not to retrieve the right essure device at that time. Therefore, plaintiff underwent an additional surgical procedure to remove the right essure device later. Lower abdominal pain and device dislocation are anticipated events in the reference safety information for essure and may occur during the device use. Despite lack of details regarding the onset date of device dislocation and events' order of occurrence, causality cannot be excluded. This case was regarded as incident, due to the required surgical interventions. Additionally, non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain"), device dislocation ("the right fallopian tube was sharply angulated by a poking right essure device; in the vascular anastomosis region/ displaced left essure device"), device expulsion ("malposition of essure device (location of device: endometrial cavity/uterus)"), uterine perforation ("perforation (uterus)") and uterine haemorrhage ("aub (abnormal uterine bleeding)") in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 ((B)(6) , (B)(6) , (B)(6) , (B)(6) and (B)(6) ), helicobacter pylori infection, sickle cell trait and gastritis. * on (B)(6) 2008, essure confirmation test, hysterosalpingogram showed total bilateral occlusion. Essure tubes are seen radiographically within the topography of the uterine cornua bilaterally. Contrast is seen distending the uterine cavity which demonstrates a normal contour. There is no evidence of contrast within the fallopian tubes or spillage from the ampullary portion of the fallopian tubes into the peritoneal cavity. Impression: no evidence of tubal patency following essure tube placement. On (B)(6) 2010, CT pelvis w/o contrast showed 1. No hydronephrosis or definite urinary calculi are identified. The distal ureters are not well seen. Mild nonspecific right perinephric stranding. 2. Moderate ventral hernia with colon extending into the defect without obstruction. 3. Small amount of free fluid pelvis which is probably physiologic. On (B)(6) 2012, CT angiogram chest with intravenous contrast showed there is no bulky lymphadenopathy in the thorax. No aneurysmal dilatation or dissection of the aorta. Visualized upper abdomen is grossly unremarkable. Mild dependent bibasilar atelectasis. Lungs are otherwise clear. There is no filling defect in the central or segmental pulmonary arteries to suggest pulmonary thromboembolus. No acute osseous abnormality. Mild degenerative changes in the thoracic spine. There are small calcifications in the left hila that likely reflects old granulomatous disease. Minimal subsegmental atelectasis in the lung bases. On (B)(6) 2015, pathology report showed diagnosis: uterus, endometrium, biopsy: benign proliferative phase endometrium on (B)(6) 2016, pathology report showed diagnosis: uterus, vaginal hysterectomy: cervix - chronic inflammation with metaplastic changes. Endometrium - secretory phase; negative for hyperplasia, polyp or malignancy. On (B)(6) 2016, pathology report showed diagnosis: left ovary and fallopian tube, salpingooophorectomy: ovary with hemorrhagic luteal cyst. Fallopian tube with plical fibrosis and edema. Current weight as of (B)(6) 2018: (B)(6) . Approximate weight at the time of essure placement (B)(6) . Previously administered products included for sickle cell trait: vitamin d from 2002 to (B)(6) 2019 and iron from 2002 to (B)(6) 2019; for birth control: depo-provera in 2003; for an unreported indication: prenatal vitamins. Concurrent conditions included obesity, ovarian cyst, pyelonephritis since (B)(6) 2010, appetite lost since (B)(6) 2010, restless since (B)(6) 2010, asthenia since (B)(6) 2010, spinning sensation since (B)(6) 2010, gait disturbance since (B)(6) 2010, palpitations since (B)(6) 2010, dizziness since (B)(6) 2013, shortness of breath since (B)(6) 2013, epigastric pain since (B)(6) 2015, low back pain since (B)(6) 2015, epigastric pain since (B)(6) 2015, pelvic congestion syndrome since (B)(6) 2015, ovarian cyst since (B)(6) 2015, insomnia and vitamin d deficiency. Family history included neoplasm nos (paternal uncle deceased), sickle cell trait (paternal uncle deceased), colon cancer, asthma and diabetes mellitus. Concomitant products included ethinylestradiol;levonorgestrel (aviane) for contraception as well as anesthetics and omeprazole (prilosec) since 2014. In (B)(6) 2008, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), rash ("skin rash"), dysgeusia ("metal taste in mouth") and fatigue ("fatigue") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed), unilateral salpingo oophorectomy and hysterectomy (full) unilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, device dislocation, device expulsion, uterine perforation, uterine haemorrhage, menstrual disorder, weight decreased, dysmenorrhoea, back pain, rash, dysgeusia, fatigue, tooth disorder, migraine and weight increased outcome was unknown, the dyspareunia, female sexual dysfunction and headache was resolving and the alopecia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, rash, tooth disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: essure removal on (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Ultrasound pelvis - on (B)(6) 2015: results: displaced left essure device, right ovarian cyst.. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming vaginal haemorrhage), abdominal pain, migraine; headache, dyspareunia, weight loss, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), device dislocation ('the right fallopian tube was sharply angulated by a poking right essure device; in the vascular anastomosis region/ displaced left essure device'), device expulsion ('malposition of essure device (location of device: endometrial cavity/uterus)'), uterine perforation ('perforation (uterus)') and uterine haemorrhage ('aub (abnormal uterine bleeding)') in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "I am not sure that I ever took this prescription during the three months period". The patient's medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 1996, (B)(6) 1999, (B)(6) 2004 and (B)(6) 2007), helicobacter pylori infection, sickle cell trait and gastritis. On (B)(6) 2008, essure confirmation test, hysterosalpingogram showed total bilateral occlusion. Essure tubes are seen radiographically within the topography of the uterine cornua bilaterally. Contrast is seen distending the uterine cavity which demonstrates a normal contour. There is no evidence of contrast within the fallopian tubes or spillage from the ampullary portion of the fallopian tubes into the peritoneal cavity. Impression: no evidence of tubal patency following essure tube placement. On (B)(6) 2010, CT pelvis w/o contrast showed 1. No hydronephrosis or definite urinary calculi are identified. The distal ureters are not well seen. Mild nonspecific right perinephric stranding. 2. Moderate ventral hernia with colon extending into the defect without obstruction. 3. Small amount of free fluid pelvis which is probably physiologic. On (B)(6) 2012, CT angiogram chest with intravenous contrast showed there is no bulky lymphadenopathy in the thorax. No aneurysmal dilatation or dissection of the aorta. Visualized upper abdomen is grossly unremarkable. Mild dependent bibasilar atelectasis. Lungs are otherwise clear. There is no filling defect in the central or segmental pulmonary arteries to suggest pulmonary thromboembolus. No acute osseous abnormality. Mild degenerative changes in the thoracic spine. There are small calcifications in the left hila that likely reflects old granulomatous disease. Minimal subsegmental atelectasis in the lung bases. On (B)(6) 2015, pathology report showed diagnosis: uterus, endometrium, biopsy: benign proliferative phase endometrium on (B)(6) 2016, pathology report showed diagnosis: uterus, vaginal hysterectomy: cervix - chronic inflammation with metaplastic changes. Endometrium - secretory phase; negative for hyperplasia, polyp or malignancy. On (B)(6) 2016, pathology report showed diagnosis: left ovary and fallopian tube, salpingooophorectomy: ovary with hemorrhagic luteal cyst. Fallopian tube with plical fibrosis and edema. Current weight as of (B)(6) 2018: 189 lbs. Approximate weight at the time of essure placement 195 lbs. Previously administered products included for sickle cell trait: vitamin d from 2002 to 12-dec-2019 and iron from 2002 to 12-dec-2019; for birth control: depo-provera in 2003; for an unreported indication: prenatal vitamins. Concurrent conditions included pelvic congestion syndrome since (B)(6) 2015, ovarian cyst since (B)(6) 2015, epigastric pain since (B)(6) 2015, low back pain since (B)(6) 2015, epigastric pain since (B)(6) 2015, shortness of breath since (B)(6) 2013, dizziness since (B)(6) 2013, pyelonephritis since (B)(6) 2010, appetite lost since (B)(6) 2010, restless since (B)(6) 2010, asthenia since (B)(6) 2010, spinning sensation since (B)(6) 2010, gait disturbance since (B)(6) 2010, palpitations since (B)(6) 2010, obesity, ovarian cyst, insomnia and vitamin d deficiency. Family history included neoplasm nos (paternal uncle deceased), sickle cell trait (paternal uncle deceased), colon cancer, asthma and diabetes mellitus. Concomitant products included anesthetics and omeprazole (prilosec) since 2014. In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)/bad period cramps"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), rash ("skin rash"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue") and spinal pain ("I have 3 discs herniated on my spinal cord so pain is nothing new to me") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed), unilateral salpingo oophorectomy and hysterectomy (full) unilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, device dislocation, device expulsion, uterine perforation, uterine haemorrhage, menstrual disorder, weight decreased, dysmenorrhoea, back pain, rash, dysgeusia, fatigue, tooth disorder, migraine, weight increased and spinal pain outcome was unknown, the dyspareunia, female sexual dysfunction and headache was resolving and the alopecia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, rash, spinal pain, tooth disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: essure removal on (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: results: displaced left essure device, right ovarian cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming vaginal haemorrhage), abdominal pain, migraine; headache, dyspareunia, weight loss, pelvic pain. Concerning the injuries reported in this case, the following one were reported from social media report : I have 3 discs herniated on my spinal cord so pain is nothing new to me. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received new events were added: I have 3 discs herniated on my spinal cord so pain is nothingnew to me. Reporter information were updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), device dislocation ('the right fallopian tube was sharply angulated by a poking right essure device; in the vascular anastomosis region/ displaced left essure device'), device expulsion ('malposition of essure device (location of device: endometrial cavity/uterus)'), uterine perforation ('perforation (uterus)') and uterine haemorrhage ('aub (abnormal uterine bleeding)') in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "I am not sure that I ever took this prescription during the three months period". The patient's medical history included multigravida, parity 5 (B)(6) 1995, (B)(6) 1996, (B)(6) 1999, (B)(6) 2004 and (B)(6) 2007), helicobacter pylori infection, sickle cell trait and gastritis. * on (B)(6) 2008, essure confirmation test, hysterosalpingogram showed total bilateral occlusion. Essure tubes are seen radiographically within the topography of the uterine cornua bilaterally. Contrast is seen distending the uterine cavity which demonstrates a normal contour. There is no evidence of contrast within the fallopian tubes or spillage from the ampullary portion of the fallopian tubes into the peritoneal cavity. Impression: no evidence of tubal patency following essure tube placement. On (B)(6) 2010, CT pelvis w/o contrast showed 1. No hydronephrosis or definite urinary calculi are identified. The distal ureters are not well seen. Mild nonspecific right perinephric stranding. 2. Moderate ventral hernia with colon extending into the defect without obstruction. 3. Small amount of free fluid pelvis which is probably physiologic. On (B)(6) 2012, CT angiogram chest with intravenous contrast showed there is no bulky lymphadenopathy in the thorax. No aneurysmal dilatation or dissection of the aorta. Visualized upper abdomen is grossly unremarkable. Mild dependent bibasilar atelectasis. Lungs are otherwise clear. There is no filling defect in the central or segmental pulmonary arteries to suggest pulmonary thromboembolus. No acute osseous abnormality. Mild degenerative changes in the thoracic spine. There are small calcifications in the left hila that likely reflects old granulomatous disease. Minimal subsegmental atelectasis in the lung bases. On (B)(6) 2015, pathology report showed diagnosis: uterus, endometrium, biopsy: benign proliferative phase endometrium on (B)(6) 2016, pathology report showed diagnosis: uterus, vaginal hysterectomy: cervix - chronic inflammation with metaplastic changes. Endometrium - secretory phase; negative for hyperplasia, polyp or malignancy. On (B)(6) 2016, pathology report showed diagnosis: left ovary and fallopian tube, salpingooophorectomy: ovary with hemorrhagic luteal cyst. Fallopian tube with plical fibrosis and edema. Current weight as of (B)(6) 2018: 189 lbs. Approximate weight at the time of essure placement 195 lbs. Previously administered products included for sickle cell trait: vitamin d from 2002 to (B)(6) 2019 and iron from 2002 to (B)(6) 2019; for birth control: depo-provera in 2003; for an unreported indication: prenatal vitamins. Concurrent conditions included pelvic congestion syndrome since (B)(6) 2015, ovarian cyst since (B)(6) 2015, epigastric pain since (B)(6) 2015, low back pain since (B)(6) 2015, epigastric pain since (B)(6) 2015, shortness of breath since august 2013, dizziness since (B)(6) 2013, pyelonephritis since (B)(6) 2010, appetite lost since (B)(6) 2010, restless since (B)(6) 2010, asthenia since (B)(6) 2010, spinning sensation since (B)(6) 2010, gait disturbance since (B)(6) 2010, palpitations since (B)(6) 2010, obesity, ovarian cyst, insomnia and vitamin d deficiency. Family history included neoplasm nos (paternal uncle deceased), sickle cell trait (paternal uncle deceased), colon cancer, asthma and diabetes mellitus. Concomitant products included anesthetics and omeprazole (prilosec) since 2014. In february 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), rash ("skin rash"), dysgeusia ("metal taste in mouth") and fatigue ("fatigue") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed), unilateral salpingo oophorectomy and hysterectomy (full) unilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, device dislocation, device expulsion, uterine perforation, uterine haemorrhage, menstrual disorder, weight decreased, dysmenorrhoea, back pain, rash, dysgeusia, fatigue, tooth disorder, migraine and weight increased outcome was unknown, the dyspareunia, female sexual dysfunction and headache was resolving and the alopecia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, rash, tooth disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure removal on (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: results: displaced left essure device, right ovarian cyst.. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming vaginal haemorrhage), abdominal pain, migraine; headache, dyspareunia, weight loss, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. New event I am not sure that I ever took this prescription during the three months period following essure implantation were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right fallopian tube was sharply angulated by a poking right essure device; in the vascular anastomosis region/ displaced left essure device'), device expulsion ('malposition of essure device (location of device: endometrial cavity/uterus)'), uterine perforation ('perforation (uterus)'), abdominal pain lower ('lower abdominal pain') and uterine haemorrhage ('aub (abnormal uterine bleeding)') in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "I am not sure that I ever took this prescription during the three months period". The patient's medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 1996, (B)(6) 1999, (B)(6) 2004 and (B)(6) 2007), helicobacter pylori infection, sickle cell trait and gastritis. * on (B)(6) 2008, essure confirmation test, hysterosalpingogram showed total bilateral occlusion. Essure tubes are seen radiographically within the topography of the uterine cornua bilaterally. Contrast is seen distending the uterine cavity which demonstrates a normal contour. There is no evidence of contrast within the fallopian tubes or spillage from the ampullary portion of the fallopian tubes into the peritoneal cavity. Impression: no evidence of tubal patency following essure tube placement. On (B)(6) 2010, CT pelvis w/o contrast showed 1. No hydronephrosis or definite urinary calculi are identified. The distal ureters are not well seen. Mild nonspecific right perinephric stranding. 2. Moderate ventral hernia with colon extending into the defect without obstruction. 3. Small amount of free fluid pelvis which is probably physiologic. On (B)(6) 2012, CT angiogram chest with intravenous contrast showed there is no bulky lymphadenopathy in the thorax. No aneurysmal dilatation or dissection of the aorta. Visualized upper abdomen is grossly unremarkable. Mild dependent bibasilar atelectasis. Lungs are otherwise clear. There is no filling defect in the central or segmental pulmonary arteries to suggest pulmonary thromboembolus. No acute osseous abnormality. Mild degenerative changes in the thoracic spine. There are small calcifications in the left hila that likely reflects old granulomatous disease. Minimal subsegmental atelectasis in the lung bases. On (B)(6) 2015, pathology report showed diagnosis: uterus, endometrium, biopsy: benign proliferative phase endometrium on (B)(6) 2016, pathology report showed diagnosis: uterus, vaginal hysterectomy: cervix - chronic inflammation with metaplastic changes. Endometrium - secretory phase; negative for hyperplasia, polyp or malignancy. On (B)(6) 2016, pathology report showed diagnosis: left ovary and fallopian tube, salpingooophorectomy: ovary with hemorrhagic luteal cyst. Fallopian tube with plical fibrosis and edema. Current weight as of (B)(6) 2018: 189 lbs. Approximate weight at the time of essure placement 195 lbs. Previously administered products included for sickle cell trait: vitamin d from 2002 to (B)(6) 2020 and iron from 2002 to (B)(6) 2020; for birth control: depo-provera in 2003; for an unreported indication: prenatal vitamins. Concurrent conditions included pelvic congestion syndrome since (B)(6) 2015, ovarian cyst since (B)(6) 2015, epigastric pain since (B)(6) 2015, low back pain since (B)(6) 2015, epigastric pain since (B)(6) 2015, shortness of breath since (B)(6) 2013, dizziness since (B)(6) 2013, pyelonephritis since (B)(6) 2010, appetite lost since (B)(6) 2010, restless since (B)(6) 2010, asthenia since (B)(6) 2010, spinning sensation since (B)(6) 2010, gait disturbance since (B)(6) 2010, palpitations since (B)(6) 2010, obesity, ovarian cyst, insomnia and vitamin d deficiency. Family history included neoplasm nos (paternal uncle deceased), sickle cell trait (paternal uncle deceased), colon cancer, asthma and diabetes mellitus. Concomitant products included anesthetics and omeprazole (prilosec) since 2014. In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)/bad period cramps"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), rash ("skin rash"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue"), spinal pain ("I have 3 discs herniated on my spinal cord so pain is nothingnew to me") and arthritis ("arthritis") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed), unilateral salpingo oophorectomy and hysterectomy (full) unilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, uterine perforation, abdominal pain lower, uterine haemorrhage, menstrual disorder, weight decreased, dysmenorrhoea, back pain, rash, dysgeusia, fatigue, tooth disorder, migraine, weight increased, spinal pain and arthritis outcome was unknown, the dyspareunia, female sexual dysfunction and headache was resolving and the alopecia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, arthritis, back pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, rash, spinal pain, tooth disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: essure removal on (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: results: displaced left essure device, right ovarian cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming vaginal haemorrhage), abdominal pain, migraine; headache, dyspareunia, weight loss, pelvic pain. Concerning the injuries reported in this case, the following one were reported from social media report : I have 3 discs herniated on my spinal cord so pain is nothingnew to me and arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received : new event - arthritis was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right fallopian tube was sharply angulated by a poking right essure device; in the vascular anastomosis region/ displaced left essure device'), device expulsion ('malposition of essure device (location of device: endometrial cavity/uterus)'), uterine perforation ('perforation (uterus)'), abdominal pain lower ('lower abdominal pain') and uterine haemorrhage ('aub (abnormal uterine bleeding)') in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "I am not sure that I ever took this prescription during the three months period". The patient's medical history included multigravida, parity 5 (B)(6) 1995, (B)(6) 1996, (B)(6) 1999, (B)(6) 2004 and (B)(6) 2007), helicobacter pylori infection, sickle cell trait and gastritis. * on (B)(6) 2008, essure confirmation test, hysterosalpingogram showed total bilateral occlusion. Essure tubes are seen radiographically within the topography of the uterine cornua bilaterally. Contrast is seen distending the uterine cavity which demonstrates a normal contour. There is no evidence of contrast within the fallopian tubes or spillage from the ampullary portion of the fallopian tubes into the peritoneal cavity. Impression: no evidence of tubal patency following essure tube placement. On (B)(6) 2010, CT pelvis w/o contrast showed 1. No hydronephrosis or definite urinary calculi are identified. The distal ureters are not well seen. Mild nonspecific right perinephric stranding. 2. Moderate ventral hernia with colon extending into the defect without obstruction. 3. Small amount of free fluid pelvis which is probably physiologic. On (B)(6) 2012, CT angiogram chest with intravenous contrast showed there is no bulky lymphadenopathy in the thorax. No aneurysmal dilatation or dissection of the aorta. Visualized upper abdomen is grossly unremarkable. Mild dependent bibasilar atelectasis. Lungs are otherwise clear. There is no filling defect in the central or segmental pulmonary arteries to suggest pulmonary thromboembolus. No acute osseous abnormality. Mild degenerative changes in the thoracic spine. There are small calcifications in the left hila that likely reflects old granulomatous disease. Minimal subsegmental atelectasis in the lung bases. On 25aug2015, pathology report showed diagnosis: uterus, endometrium, biopsy: benign proliferative phase endometrium on (B)(6) 2016, pathology report showed diagnosis: uterus, vaginal hysterectomy: cervix - chronic inflammation with metaplastic changes. Endometrium - secretory phase; negative for hyperplasia, polyp or malignancy. On 01nov2016, pathology report showed diagnosis: left ovary and fallopian tube, salpingooophorectomy: ovary with hemorrhagic luteal cyst. Fallopian tube with plical fibrosis and edema. Current weight as of(B)(6) 2018: 189 lbs. Approximate weight at the time of essure placement 195 lbs. Previously administered products included for sickle cell trait: vitamin d from 2002 to (B)(6) 2020 and iron from 2002 to (B)(6) 2020; for birth control: depo-provera in 2003; for an unreported indication: prenatal vitamins. Concurrent conditions included pelvic congestion syndrome since (B)(6) 2015, ovarian cyst since (B)(6)2015, epigastric pain since (B)(6) 2015, low back pain since (B)(6) 2015, epigastric pain since (B)(6) 2015, shortness of breath since august 2013, dizziness since (B)(6) 2013, pyelonephritis since (B)(6) 2010, appetite lost since 24-oct-2010, restless since (B)(6) 2010, asthenia since(B)(6)2010, spinning sensation since (B)(6) 2010, gait disturbance since (B)(6) 2010, palpitations since (B)(6) 2010, obesity, ovarian cyst, insomnia and vitamin d deficiency. Family history included neoplasm nos (paternal uncle deceased), sickle cell trait (paternal uncle deceased), colon cancer, asthma and diabetes mellitus. Concomitant products included anesthetics and omeprazole (prilosec) since 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)/bad period cramps"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), rash ("skin rash"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue"), spinal pain ("I have 3 discs herniated on my spinal cord so pain is nothingnew to me"), arthritis ("arthritis") and blister ("blisters") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed), unilateral salpingo oophorectomy and hysterectomy (full) unilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, uterine perforation, abdominal pain lower, uterine haemorrhage, menstrual disorder, weight decreased, dysmenorrhoea, back pain, rash, dysgeusia, fatigue, tooth disorder, migraine, weight increased, spinal pain, arthritis and blister outcome was unknown, the dyspareunia, female sexual dysfunction and headache was resolving and the alopecia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, arthritis, back pain, blister, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, rash, spinal pain, tooth disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: essure removal on (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: results: displaced left essure device, right ovarian cyst.. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming vaginal haemorrhage), abdominal pain, migraine; headache, dyspareunia, weight loss, pelvic pain. Concerning the injuries reported in this case, the following one were reported from social media report : I have 3 discs herniated on my spinal cord so pain is nothingnew to me and arthritis, blisters. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received. Event added- blisters. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain"), device dislocation ("the right fallopian tube was sharply angulated by a poking right essure device; in the vascular anastomosis region/ displaced left essure device"), device expulsion ("malposition of essure device (location of device: endometrial cavity/uterus)"), uterine perforation ("perforation (uterus)") and uterine haemorrhage ("aub (abnormal uterine bleeding)") in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 1996, (B)(6) 1999, (B)(6) 2004 and (B)(6) 2007), helicobacter pylori infection, sickle cell trait and gastritis. Previously administered products included for sickle cell trait: vitamin d from 2002 to (B)(6) 2018 and iron from 2002 to (B)(6) 2018; for birth control: depo-provera in 2003; for an unreported indication: prenatal vitamins in 2004. Concurrent conditions included obesity, ovarian cyst, pyelonephritis since (B)(6) 2010, appetite lost since (B)(6) 2010, restless since (B)(6) 2010, asthenia since (B)(6) 2010, spinning sensation since (B)(6) 2010, gait disturbance since (B)(6) 2010, palpitations since (B)(6) 2010, dizziness since (B)(6) 2013, shortness of breath since (B)(6) 2013, epigastric pain since (B)(6) 2015, low back pain since (B)(6) 2015, epigastric pain since (B)(6) 2015, pelvic congestion syndrome since (B)(6) 2015, ovarian cyst since (B)(6) 2015, insomnia and vitamin d deficiency. Family history included neoplasm nos (paternal uncle deceased), sickle cell trait (paternal uncle deceased), colon cancer, asthma and diabetes mellitus. Concomitant products included eugynon (aviane) for contraception as well as anaesthetics (anesthesia) and omeprazole (prilosec) since 2014. In (B)(6) 2008, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia (painful sexual intercourse) "), alopecia ("hair loss"), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), weight decreased ("weight loss"), back pain ("back pain"), rash ("skin rash"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) unilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, device dislocation, device expulsion, uterine perforation, uterine haemorrhage, menstrual disorder, weight decreased, dysmenorrhoea, back pain, rash, dysgeusia, fatigue, tooth disorder, migraine and weight increased outcome was unknown, the dyspareunia, sexual dysfunction and headache was resolving and the alopecia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, rash, sexual dysfunction, tooth disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: essure removal on (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: displaced left essure device, right ovarian cyst. On (B)(6) 2008, essure confirmation test, hysterosalpingogram showed total bilateral occlusion. Essure tubes are seen radiographically within the topography of the uterine cornua bilaterally. Contrast is seen distending the uterine cavity which demonstrates a normal contour. There is no evidence of contrast within the fallopian tubes or spillage from the ampullary portion of the fallopian tubes into the peritoneal cavity. Impression: no evidence of tubal patency following essure tube placement. On (B)(6) 2010, CT pelvis w/o contrast showed. No hydronephrosis or definite urinary calculi are identified. The distal ureters are not well seen. Mild nonspecific right perinephric stranding. Moderate ventral hernia with colon extending into the defect without obstruction. Small amount of free fluid pelvis which is probably physiologic. On (B)(6) 2012, CT angiogram chest with intravenous contrast showed there is no bulky lymphadenopathy in the thorax. No aneurysmal dilatation or dissection of the aorta. Visualized upper abdomen is grossly unremarkable. Mild dependent bibasilar atelectasis. Lungs are otherwise clear. There is no filling defect in the central or segmental pulmonary arteries to suggest pulmonary thromboembolus. No acute osseous abnormality. Mild degenerative changes in the thoracic spine. There are small calcifications in the left hila that likely reflects old granulomatous disease. Minimal subsegmental atelectasis in the lung bases. On (B)(6) 2015, pathology report showed diagnosis: uterus, endometrium, biopsy: benign proliferative phase endometrium on (B)(6) 2016, pathology report showed diagnosis: uterus, vaginal hysterectomy: cervix - chronic inflammation with metaplastic changes. Endometrium - secretory phase; negative for hyperplasia, polyp or malignancy. On (B)(6) 2016, pathology report showed diagnosis: left ovary and fallopian tube, salpingooophorectomy: ovary with hemorrhagic luteal cyst. Fallopian tube with plical fibrosis and edema. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming vaginal haemorrhage), abdominal pain, migraine; headache, dyspareunia, weight loss, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 13-feb-2018: pfs and mr received: new reporters, patient demographic information, product lot no, indication, historical and concomitant drugs and conditions, new events vaginal haemorrhage, menorrhagia , sexual dysfunction, device expulsion, tooth disorder, migraine, headache, weight increased, uterine perforation, event pelvic pain added as symptom of uterine perforation, abdominal pain and uterine haemorrhage(from mr) added. Outcome for the events vaginal haemorrhage, menorrhagia and alopecia added as recovered / resolved and for event sexual dysfunction, dyspareunia and headache added as recovering / resolving. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain"), device dislocation ("the right fallopian tube was sharply angulated by a poking right essure device; in the vascular anastomosis region/ displaced left essure device"), device expulsion ("malposition of essure device (location of device: endometrial cavity/uterus)"), uterine perforation ("perforation (uterus)") and uterine haemorrhage ("aub (abnormal uterine bleeding)") in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 1996, (B)(6) 1999, (B)(6) 2004 and (B)(6) 2007), helicobacter pylori infection, sickle cell trait and gastritis. Previously administered products included for sickle cell trait: vitamin d from 2002 to 30-jul-2018 and iron from 2002 to (B)(6) 2018; for birth control: depo-provera in 2003; for an unreported indication: prenatal vitamins in 2004. Concurrent conditions included obesity, ovarian cyst, pyelonephritis since (B)(6) 2010, appetite lost since (B)(6) 2010, restless since (B)(6) 2010, asthenia since (B)(6) 2010, spinning sensation since (B)(6) 2010, gait disturbance since (B)(6) 2010, palpitations since (B)(6) 2010, dizziness since (B)(6) 2013, shortness of breath since (B)(6) 2013, epigastric pain since (B)(6) 2015, low back pain since(B)(6) 2015, epigastric pain since (B)(6) 2015, pelvic congestion syndrome since (B)(6) 2015, ovarian cyst since (B)(6) 2015, insomnia and vitamin d deficiency. Family history included neoplasm nos (paternal uncle deceased), sickle cell trait (paternal uncle deceased), colon cancer, asthma and diabetes mellitus. Concomitant products included eugynon (aviane) for contraception as well as anaesthetics (anesthesia) and omeprazole (prilosec) since 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced dyspareunia ("severe pain during intercourse, dyspareunia (painful sexual intercourse) "), alopecia ("hair loss"), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), weight decreased ("weight loss"), back pain ("back pain"), rash ("skin rash"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery, surgery (hysterectomy (full) unilateral salpingo oophorectomy), surgery (hysterectomy (full) unilateral salpingo oophorectomy) and surgery (hysterectomy (full) unilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, device dislocation, device expulsion, uterine perforation, uterine haemorrhage, menstrual disorder, weight decreased, dysmenorrhoea, back pain, rash, dysgeusia, fatigue, tooth disorder, migraine and weight increased outcome was unknown, the dyspareunia, sexual dysfunction and headache was resolving and the alopecia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, rash, sexual dysfunction, tooth disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: essure removal on (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: displaced left essure device, right ovarian cyst. On (B)(6) 2008, essure confirmation test, hysterosalpingogram showed total bilateral occlusion. Essure tubes are seen radiographically within the topography of the uterine cornua bilaterally. Contrast is seen distending the uterine cavity which demonstrates a normal contour. There is no evidence of contrast within the fallopian tubes or spillage from the ampullary portion of the fallopian tubes into the peritoneal cavity. Impression: no evidence of tubal patency following essure tube placement. On (B)(6) 2010, CT pelvis w/o contrast showed 1. No hydronephrosis or definite urinary calculi are identified. The distal ureters are not well seen. Mild nonspecific right perinephric stranding. 2. Moderate ventral hernia with colon extending into the defect without obstruction. 3. Small amount of free fluid pelvis which is probably physiologic. On (B)(6) 2012, CT angiogram chest with intravenous contrast showed there is no bulky lymphadenopathy in the thorax. No aneurysmal dilatation or dissection of the aorta. Visualized upper abdomen is grossly unremarkable. Mild dependent bibasilar atelectasis. Lungs are otherwise clear. There is no filling defect in the central or segmental pulmonary arteries to suggest pulmonary thromboembolus. No acute osseous abnormality. Mild degenerative changes in the thoracic spine. There are small calcifications in the left hila that likely reflects old granulomatous disease. Minimal subsegmental atelectasis in the lung bases. On (B)(6) 2015, pathology report showed diagnosis: uterus, endometrium, biopsy: benign proliferative phase endometrium. On (B)(6) 2016, pathology report showed diagnosis: uterus, vaginal hysterectomy: cervix - chronic inflammation with metaplastic changes. Endometrium - secretory phase; negative for hyperplasia, polyp or malignancy. On (B)(6) 2016, pathology report showed diagnosis: left ovary and fallopian tube, salpingooophorectomy: ovary with hemorrhagic luteal cyst. Fallopian tube with plical fibrosis and edema. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming vaginal haemorrhage), abdominal pain, migraine; headache, dyspareunia, weight loss, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states 07-sep-2016, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for permanent contraception. On or about (B)(6) 2008, plaintiff had an hsg test that showed no evidence of tubal patency following essure tube placement confirming satisfactory placement of both essure coils and full occlusion of both tubes. After the procedure, plaintiff experienced lower abdominal pain, weight loss, severe abnormal menstrual pain, abnormal menstrual cycle, back pain, severe pain during intercourse, hair loss, skin rash, metal taste in mouth, and fatigue which she reported to her healthcare provider. On or about (B)(6) 2015, plaintiff underwent a laparoscopy with left tubal fulguration and retrieval of displaced left essure device, dilation and uterine curettage. During this procedure, physician noted that the right fallopian tube was sharply angulated by a poking right essure device. Due to the location of the right essure device in the vascular anastomosis region, the decision was made not to retrieve the right essure device at that time. On or about (B)(6) 2016, plaintiff underwent an additional surgical procedure to remove the right essure device. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced lower abdominal pain. Plaintiff underwent a laparoscopy with left tubal fulguration and retrieval of displaced left essure device, dilation and uterine curettage. During this procedure, it was noticed that the right fallopian tube was sharply angulated by a poking right essure device, in the vascular anastomosis region (regarded as device dislocation). Due to that, the decision was made not to retrieve the right essure device at that time. Therefore, plaintiff underwent an additional surgical procedure to remove the right essure device later. Lower abdominal pain and device dislocation are listed events in the reference safety information for essure and may occur during the device use. Despite lack of details regarding the onset date of device dislocation and events' order of occurrence, causality cannot be excluded. This case was regarded as incident, due to the required surgical interventions. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.